Event description:
Customer states that a pt sample with anti-e and anti-jka did not react with the untreated cells of vrc119. Customer stated that only cell 2 reacted (1+). The daily qc testing was acceptable. No erroneous results were reported. No death or serious injury was associated with this incident.